Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported constant telemetry drop outs on the 4th floor. Validation identified five access points were offline. No adverse event involving patient or user was reported.